Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2010: pt reported that the device sits on her hip, sticks out, and is uncomfortable. Pt stated that it hurts when she walks and bends and when her clothes are over the device. Hcp reported that there was "pain at the ipg site, too superficial". On (B) (6), the pt had a revision of the site of the ipg. No injury occurred.